Manufacturer narrative:
Section g4: it is unknown which device the patient was implanted with at the time of the event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that after unboxing a new mobile power unit (mpu), it was recognized that during booting of the mpu, the yellow wrench symbol did not illuminate as expected. The mpu would be returned to abbott for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the yellow wrench symbol not illuminating as expected during booting of the mobile power unit (mpu) was confirmed via evaluation of the returned heartmate mpu (serial number (B)(6)) at the european distribution center (edc). During the unit¿s boot-up sequence, it was observed that the yellow wrench light emitting diode (led) did not light up. The issue was isolated to the led cable. The cable was replaced, a functional checkout was performed, and all applicable tests passed. The mpu was returned to the rental pool. The led cable was forwarded to the product performance engineering (ppe) group for further analysis. The forwarded led cable was installed into a test mpu fixture, and the yellow wrench issue was reproduced. The cable¿s wires were measured, and an open line was observed on wire 5 of the led cable. A manufacturing analysis task was initiated to address the led cable issue. It was determined that the issue resulted from improper crimping during the assembly of the cable. The supplier of the cable implemented a process improvement for the crimping operation to further address the issue. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU (rev. B) and heartmate 3 patient handbook (rev. B) are currently available. Section 3 of the IFU, entitled ¿powering the system¿, explains the mobile power unit (mpu) performs a self-test when initially connected to power. It states that if any of the self-test behaviors are not observed, contact abbott medical. Section 8 of the IFU, entitled ¿equipment storage and care¿, instructs the user how to care for and clean all equipment, including the mpu. Section e of the IFU, entitled ¿safety checklist¿, instructs the user to inspect the mpu and mpu patient cable for damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.